Event description:
It was reported that the right ventricular (rv) lead had no capture and the capture threshold has increased . The pace sense portion of the rv lead was capped and replaced and the high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.